Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. Evaluation reproduced the reported symptom by observing a false upstream occlusion while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be the ultrasonic sensor fluid readings were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.